Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported during the procedure the outer gasket on the trocar tore, during the course of numerous devices exchanges. There was no consequence to the pt.